Event description:
This is a female who sustained a left femur fx & who underwent an open reduction and internal fixation of her left femur on 12/17/2005. During the operative procedure the 3.8mm drill bit broke and a piece of the drill bit was embedded in the pt's left proximal femur. The surgeon was unable to remove the broken piece of drill bit from the patient's proximal left femur. This information was disclosed to patient's daughter. Pt was discharged from our facility without further complications.